Manufacturer narrative:
Intervertebral fusion device with integrated fixation, cervical product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, cage broke upon implantation due to which patient lost a lot of blood. No fragments of the implant remained inside the patient. No patient complications were reported post surgery.

Manufacturer narrative:
Product analysis: visual and microscopic review confirms the implant is broken. The side portion all the way to the top of the implant has collapsed. Witness marks and deformation of the locking tab is noted. Additionally, deformation is noted at the radius of the inserter tab interfaces. The above observations are consistent with significant impaction force utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.